Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported the menu and check buttons on the infusion device stick and work intermittently. The display also has "marks" on the screen. Infusion device was not dropped. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. Add'l info was not provided.